Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both cuffs successfully captured the needles and the rail suture end was a clean cut. This is indicative of successful needle deployment and suture retrieval. However, the needle follower was broken. The observed damaged needle follower is consistent with forcibly closing the lever to retract the foot prior to removing the needle plunger. Because the needles were engaged, the foot could not be retracted and there was difficulty in removing the device from the anatomy. Based on the investigation findings, the cause for the damaged needle follower and the reported difficulty removing the device is incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the sutures were retrieved, force was necessary to remove the device out of the patient's body. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.